Event description:
It was reported that while using the surgical fiber during a prostate procedure, a "fiber port overheat" message was received at 4,966 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber cap remains intact and attached; exhibits a drilled through condition. The shrink tube and fiber jacket are mildly melted and burnt. Fiber cap exhibits mild detritus, char, devitrification and melted glass. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition has the potential a forward firing condition of the side-firing surgical fiber. The most probable root cause that contributed to this failure was suspected to be related to heat accumulation due anatomical/procedural factors encountered during the procedure; cap wear was accelerated limiting the performance of the fiber.